Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor was displaying a wrench code 101. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wrench code 101) was confirmed. Upon investigation the monitor software was corrupted, which caused the reported wrench code 101. The root cause for the corrupted software could not be positively identified. No adverse event resulted from the corrupted software. The pt received a replacement monitor.